Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified distal left circumflex artery. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation; however, during the first inflation at 6 atmospheres after 5 seconds, the balloon ruptured due to calcification. The procedure was completed with a different device. No patient complications were reported.